Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10mg/ml at 1.8mg/day) via an implantable pump. It was reported that the patient showed up for refill and the physician found ulcer over pump. The patient said that she was recently in the hospital where they did not turn her. She was then transferred to an ¿afl¿ where they have been changing dressing. The pump implanted in her back so patient could not see the ulcer. The patient was hospitalized due to flu pneumonia. The patient was sent to the emergency room. A surgical intervention was planned. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.